Manufacturer narrative:
. A review of manufacturing instructions, drawing, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Every device is 100% inspected in quality control for securement of the silicone wing to the catheter shaft. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the hub of a carey-alzate-coons double lumen gastrojejunostomy catheter separated from the catheter at an unspecified time following implantation. The actions taken to address the event are not known. No further information was provided. The device is not available for evaluation.